Event description:
The advocate called for help with the customer's meter. While troubleshooting, the advocate performed control tests and received 2 results of 221 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer was not able to provide a valid lot number for the reagent, so the meter information was provided instead.